Event description:
It was reported that the ventricular lead had a very high threshold. The lead remains in use. No patient complications have been reported as a result of this event. Follow up (B)(6) 2010: "there was no device issue. This was something the physician questioned based on a holter monitor he had ordered. The physician states in his opinion the patient does not need the pacemaker and he ordered the holter to have a record of her 24 hour heart rate. The device had been programmed to a rate of 40 and remains there. No further action taken."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.